Manufacturer narrative:
Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The external portion of the soft cannula was observed to be bent and kinked. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.3. Cloud - smartphone hardware: iphone15.3. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 4 and 24 hours on their arm. As treatment, a new pod was applied. The device was originally reported for leaking insulin and not sticking well to the infusion site.